Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a blood lab was drawn off of a power injectable microbore catheter extension set, the blood clotted. The blood was being drawn for a ¿stim test¿ in the pediatric endocrinology area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.